Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Date of event is unknown; awareness date has been used for this field.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: issues with our 25 g 1 in needles. Nursing staff are reporting that when they draw up meds, they cannot physically push anything through the needles. Last week nursing staff had this problem with needles from 2 boxes, bd safetyglide, same lot number 2025238 . Today, same lot number with same issues. We have one other box, different lot number 1333403 reportedly same issues with the needles.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: issues with our 25 g 1 in needles. Nursing staff are reporting that when they draw up meds, they cannot physically push anything through the needles. Last week nursing staff had this problem with needles from 2 boxes, bd safetyglide, same lot number 2025238 . Today, same lot number with same issues. We have one other box, different lot number 1333403 reportedly same issues with the needles.